Event description:
Lumbar drain was attempted to be placed in ir (interventional radiology). After second attempt of placing catheter, it was noted by that the end of the catheter was frayed. After looking closer, it was determined that a portion of the drain was no longer attached. Multiple images including a dynact in the room discovered a retained foreign body from the catheter. Catheter was removed and a new one placed.